Event description:
It was reported to philips that the system's image processing computer was unable to boot, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use at the time of the event. The issue occurred during a planned treatment/non-emergency procedure. The procedure was delayed by over 20 minutes and was completed after moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and found that the ippc was unable to boot. Review of the log file showed a malfunctioning frontal ip-pc. Upon troubleshooting, fse found that the ip/pc no longer starts correctly, and the hard disk did not respond. To resolve the issue, fse replaced the ip pc and the hard disk. The defective ip pc was returned to philips for failure analysis and the cause of the ip pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the ip pc and hard disk by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.